Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was pacing at 50 beats per minute (bpm) in the most recent atrial tachy response (atr) episodes in 2022 and programming was set to ddd. The patient experienced syncope but it was not detailed whether the syncope occurred in 2022 or recently. However, the syncope was reported as an outcome of lower rate limit (lrl). There was a follow up on 03mar2022 which the device settings were modified to vvir 70bpm as lrl. It was recommended as described in the user's manual to reset counters at each follow-up, which did not happen as latitude still has the episodes from 2022 as the last time the counter were reset in 20sep2021. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker was pacing at 50 beats per minute (bpm) in the most recent atrial tachy response (atr) episodes in 2022 and programming was set to ddd. The patient experienced syncope but it was not detailed whether the syncope occurred in 2022 or recently. However, the syncope was reported as a outcomes of lower rate limit (lrl). There was a follow up on (B)(6) 2022 which the device settings were modified to vvir 70bpm as lrl. It was recommended as described in the user's manual to reset counters at each follow-up, which did not happen as latitude still has the episodes from 2022 as the last time the counter were reset in (B)(6) 2021. No additional adverse patient effects were reported. This device remains in-service.